Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, during needle plunger deployment, the posterior needle tip was deflected by calcified plaque causing a posterior needle-to-cuff miss. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Patient selection. The instructions for use (IFU) for the perclose proglide device, under special patient populations state, "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site."